Event description:
It was reported that patient underwent hip arthroplasty procedure in 2008. At two (2) week follow up visit, radiographs showed the liner and shell disassociated and the locking ring was loose. Subsequently, revision procedure was performed two weeks later.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. Evaluation of returned device found no evidence of product non-conformances. Examination of returned device was inconclusive. - attachment: [baseline ringloc acet. Liner xl-105897.pdf]